Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance greater than 200 ohms, high pacing threshold, low sensing, noise, loss of capture (loc) and syncope. The physician elected to do surgical intervention; however, during the laser extraction procedure the lead broke at the clavicula. A femoral approach to extract the lead was not successful and the lead was abandoned. A new lead was implanted and there were no additional adverse patient effects were reported.